Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that due to the patient's bicuspid valve, upon deployment after passing the native valve aortic regurgitation was noted. The valve was recaptured and a non-medtronic valve was successfully implanted.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the aortic regurgitation was severe paravalvular leak (pvl).

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012174632); product type: 0195-heart valves; implant date n/a; explant date n/a other medical products in use during the event include: product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 20 mm vacs balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed with a 20 mm non-medtronic (vacs) balloon. When the system passed through the annulus, blood pressure decreased. The valve was reported to be defectively dilated due to infolding which the physician commented was incompatible. The valve was recaptured but blood pressure was not recovered. The system was removed from the patient. A non-medtronic valve was successfully implanted. It was reported that the medtronic device took had taken more time to position. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that medication was administered to treat the hypotension, and the patient¿s blood pressure increased. In result, the patient¿s hospitalization was not prolonged. It was further reported that misload was not identified during loading, and a procedural delay of 60 minutes occurred. It was noted that the patients pre-existing bicuspid valve contributed to the infold. No additional adverse patient effects were reported.